Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Please see medwatch report # 2032227-2014-17682.

Event description:
Customer's mother called to report the insulin pump has leak at the bottom of the reservoir. Blood glucose reading was 403 mg/dl. Customer has treated with manual injection. Insulin is leaking into the bottom of the reservoir compartment. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.